Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was made by our field service engineer. The device failed internal leakage test during pre-use check. The pressure transducer printed circuit board was faulty and need to be replaced. Pcb pressure transducer measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer printed circuit board may led to high pressure. The device's logs and defective part were not available for further evaluation. Therefore, the root cause to the reported issue has not been determined.